Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module backup battery was replaced to a new one, the yellow wrench wans red battery symbols illuminated. The new power module backup battery was faulty.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red light alarm on the power module was confirmed and reproduced. Power module backup battery, serial (B)(6), was returned for analysis in unremarkable condition. The battery was manufactured in jan2022 and is therefore not expired yet. The voltage of the returned battery was measured to be 10.9v. The battery was plugged into a test unit and caused a red light alarm on a test power module. The battery was not able to go through a manual discharge and charge cycle. No further troubleshooting can be completed on the battery. A manufacturing analysis task was opened to investigate the red light alarm on a power module backup battery that is not expired yet. A root cause for the reported event was not conclusively determined through this analysis. The backup battery was inspected and accepted into the storage location on 28jan2022. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. A) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use (rev. A) section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. No further information was provided. The manufacturer is closing the file on this event.